Event description:
The customer reported the system would not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem . The system operates as intended. The customer reported the left monitor had gone into sleep mode. They rebooted the system and it has been working as intended since. The service call was canceled by the customer.